Event description:
Information was received from multiple sources (manufacturer representative, user facility) regarding a flex arm. It was reported that upon preparing for an mis tlif (minimally invasive transforaminal lumbar interbody fusion) procedure, the elbow of the flex arm closest to the bedrail attachment side would not tighten and hold in place. There was no patient involvement reported. The product was used previously without malfunctioning. There were no further complications reported regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis #832233242:part # 9561524, lot # my17d001 visual inspection revealed the flex arm was returned with no missing or disassembled components. Functional evaluation confirmed the handle was not able to be tightened. The internal locking mechanism seems to be worn from repeated use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.